Event description:
Intl affiliate reports that the spinal cage broke when impacted into place. The broken pieces were removed and another cage was inserted. However, the second cage also broke. Those broken pieces were also removed. As a result of the cage breakage, the procedure was extended by forty five minutes. MFR report# 1526439-2009-00096 is being filed for the other cage that was involved in this event. As the cage breakage resulted in a significant delay to the surgical procedure, a medwatch report is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made. However, the most likely cause of the event is the application of atypical force upon on the cage during its insertion. At this time, the complaint is considered to be closed.